Event description:
It was reported that the tablet computer was inoperable as it would not turn on. A patient was being seen for a clinic visit when the issue was encountered and could not have therapy adjusted. Troubleshooting could not be performed at the time of the initial report. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
Follow up with the physician office showed that the programming system had functioned since the initial report. In july, the programming system was tested with a demo generator and functioned as expected. Additionally, the programming system has been used successfully on several vns patients since the initial report. Attempts were made with the physician¿s office to determine the nature of previous issue, but no clarification could be given. No additional pertinent information has been received to date.